Manufacturer narrative:
Additional narrative: service history review: lot t933354: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a piece of the end of the reduction forceps with points broad-ratchet is broken off, it is uncertain of when the end was broken and reportedly has been broken for some time. No patient was involved in this event. The device was discarded by the facility this is report 1 of 1 for (B)(4).